Event description:
It was reported that a malfunction occurred, identified by malfunction code malf 0. There was no reported impact to the customer¿s blood glucose level. After receiving information from technical support, the customer successfully reset the pump and was advised to continue using it, with instructions to call back if the malfunction code reappears.